Event description:
The pt's parent reported that the suspect device was used to check pt's blood glucose and a hi result was obtained. Insulin was given and pt passed out about twenty mins later. Glucogon was injected and emts called. Paramedics arrived and tested blood glucose at 68 mg/dl and treated with an IV. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.